Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have induced ventricular tachycardia (vt) due to potential pacing on a t-wave. A health care professional (hcp) contacted technical services (ts) for review of the stored episode. Ts reviewed the episode and noted a premature ventricular contraction (pvc) at the lower rate limit (lrl) of 70 beats per minute (bpm). The device then paced in the atrium, which, created functional undersensing of the pvc. The subsequent right ventricular (rv) pace then appeared to induce the arrhythmia. The device successfully detected the arrhythmia, and delivered anti-tachycardia pacing (atp) and a shock to convert the rhythm. It was reported that the patient experienced syncope during the episode. Ts discussed potential programming options. The hcp planned to discuss the programming options with the physician. Programming changes were made and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service.